Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of knife is not sharp ; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Video provided by the customer was reviewed by the investigation site. Video shows the blade penetrating the eye, however the 15 degree blade is not being used correctly as it is intended to cut the eye in a slicing motion and not to penetrate (poking ) into the eye. The video shows that the knife is being used incorrectly, which could cause the knife to not feel sharp. Root cause for the customer complaint is user handling.. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample was determined to be used incorrectly within the video. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting knife was not sharp during cataract surgery with intraocular lens implantation. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).